Event description:
Reporter indicated that a vns pt was experiencing erratic stimulation. It was reported that the pt felt like the vns device was "shutting off" 7-8 times per day. Review of programming history indicates that the generator settings have been changed frequently throughout duration of implant, and last known programmed off time was 120 minutes. Attempts to gather add'l info have been unsuccessful to date.